Event description:
It was reported that the pulse generator exhibited no output when connected to the lead. The device was removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: analysis was normal. No anomaly was found.